Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) that resulted in greater than two seconds of asystole. It was subsequently found out that this rv lead was dislodged and perforated the heart wall. This rv lead was explanted and replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In particular, a measurement of the surface pressure (i.e. The contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. In summary, there was no sign of a material or manufacturing problem.